Event description:
On 4/29/1998 at approximately 0845 pt was escorted to castroom in orthopedic clinic for cast check of cast on his left leg. Technician raised back of exam table for pt's comfort and helped him onto table. Technician then proceeded to dr's office to notify him of pt's cast problems. Castroom was still occupied by three other technicians and few pts. Back of exam table evidently collapsed. Pt's middle finger on his left hand got caught in bend of table, he fell backwards against wall and then to floor. Cast technicians rushed to his aid and dr was notified immediately. After administering first aid pt was taken to radiology for x-rays of back, neck and his hand. Xrays revealed no fracture in those areas.